Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. During the procedure, all instruments were positioned on the surface of the bone, but "floating of 2-3 mm was displayed." A system inaccuracy of 2-3 mm occurred during the procedure when navigating. The inaccuracy occurred with all instruments. The cause of the event was found to be due to the tracker attached to c-arm had not been attached properly. The issue resulted in less than one hour procedure delay. The procedure continued by aborting navigation. There was no impact on patient outcome. No complications were reported/anticipated.